Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Physician reported implant rupture...diagnosed by MRI. Unknown location of device. This relates to the right side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b2, h6.

Event description:
Physician reported implant rupture diagnosed by MRI. This relates to the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.device evaluation:based on the device analysis grid, the assessments of the complaint are:rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification. Observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant rupture diagnosed by MRI as well as capsular contracture baker grade ii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued e1 (email address of the doctor reporting on behalf of the implanting physician): (B)(6).

Event description:
Physician reported right side implant rupture. Device location is unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification. Observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant rupture diagnosed by MRI. This relates to the right side. Device has been explanted.